Manufacturer narrative:
This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced vertigo since implantation. The recipient was diagnosed with benign paroxysmal positional vertigo (bppv). The recipient was prescribed high-dose cortisone and physiotherapeutic dizziness training. A CT scan confirmed the device placement.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient reportedly did not experience bppv during a position examination. The issue is reportedly resolved and treatment stopped. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.